Event description:
It was reported that during implant, when it was tried to connect the lead to the device that it was not possible to fix the lead in the connector block of the device. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.